Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-oct-2023. H.6. Investigation summary: sample and photo received by our quality team for investigation. Through visual inspection, needle is observed detached from the hub. A device history review was performed for the reported lot 3027372 , maintenance order was observed related to the incident. Possible root cause is associated with insufficient resin application. A project will be initiated to reduce this defect inside our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe with needle was loose. The following was received from the initial reporter: customer bought the syringe and when he opened the package he noticed that the needle was loose, making it impossible to use it. The deviation was identified before starting any procedure with the material and without contact with the patient/professional. There was no harm to the health of the patient or the professional who handled the material.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe with needle was loose. The following was received from the initial reporter: customer bought the syringe and when he opened the package he noticed that the needle was loose, making it impossible to use it. The deviation was identified before starting any procedure with the material and without contact with the patient/professional. There was no harm to the health of the patient or the professional who handled the material.